Event description:
The patient contacted baxter's technical service center regarding assistance clearing a high drain 105 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 5 of 5. The patient was upset and stated that he talked to his registered nurse (rn) and she did not know how to fix the alarm. The patient then called someone else and they did know how to fix the alarm. The patient stated he just kept getting transferred. The technical service representative (tsr) was able to review the therapy log with the patient. The fill volume equaled 2400ml and the cycle 5 ultrafiltration (uf) of the previous therapy was 3254ml, for a total cycle 5 drain of 5654ml. The patient did not have any symptoms. There were no bypasses done and all the cycles had a positive uf between 107-163ml. The patient was performing tidal therapy with a tidal volume of 90%. The patient would use manual supplies that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 105 alarm. The rn stated she was aware of the event. The rn stated there was no patient injury or medical intervention associated with this event. No allegations were made against any of the patient's dialysis products. The rn stated the patient has not reported any other drain volume or symptoms that meet iipv criteria. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to use error, the tidal total ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.